Manufacturer narrative:
The field report of backup operation was confirmed. The concern of premature battery depletion was not confirmed. Final analysis found device was in backup operation and had reached eol voltage level when received. Analysis indicated a false eri occurred in (B)(6) 2017 due to transient low battery voltage, which resulted from the device being operated in automated or higher settings. Battery voltage had reached eol and triggered device into back up operation in (B)(6) 2017. After replacing the battery, electrical and mechanical tests indicated normal device functionality.

Event description:
It was reported that the patient presented for a device check. It was noted that the pulse generator was in back-up. The device could not be restored because of low battery voltage. The reason for back-up was unknown. The patient was not symptomatic due to the event. The device was explanted and replaced. The patient was stable.